Event description:
A user facility charge nurse (cn) reported upon treatment initiation, a blood leak alarm sounded and blood was visibly seen in the effluent. Lines were clamped and treatment was started on new system and new machine. The estimated blood loss (ebl) was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility charge nurse (cn) reported upon treatment initiation, a blood leak alarm sounded and blood was visibly seen in the effluent. Lines were clamped and treatment was started on new system and new machine. Upon follow-up information received, the cn confirmed there was an internal dialyzer blood leak that occurred within the first two minutes after initiation of treatment and stated blood was observed in the dialyzer and draining into the effluent dialysate. The patient¿s blood was not returned. The cn confirmed the estimated blood loss was 300 ml. The cn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as the blood leak was visually observed. The cn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The cn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a delamination was observed in the polyurethane (pu) to be extending from approximately 265° to 20°, with the dialysate ports at 0°, on the cavity ID end. It was also noted that the pu on both ends was distributed unevenly. Further visual examination did not identify any other damage or irregularities on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility charge nurse (cn) reported upon treatment initiation, a blood leak alarm sounded and blood was visibly seen in the effluent. Lines were clamped and treatment was started on new system and new machine. Upon follow-up information received, the cn confirmed there was an internal dialyzer blood leak that occurred within the first two minutes after initiation of treatment and stated blood was observed in the dialyzer and draining into the effluent dialysate. The patient¿s blood was not returned. The cn confirmed the estimated blood loss was 300 ml. The cn confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm and treatment was immediately discontinued. Blood leak test strips were not used as the blood leak was visually observed. The cn also stated that fresenius bloodlines were used for treatment and confirmed that no external blood leak was observed. The cn stated that there were no defects or damage seen on the dialyzer. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.